Event description:
The caller reported that the customer needed help uploading his insulin pump to carelink. In the alarm history two external error and five displayable history check failed on startup alarms were found. The self-test passed. Customer's blood glucose level was 247 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump downloaded properly to carelink. No displayable history check failed on startup alarms noted during testing. However displayable history check failed on startup alarms noted in alarm history due to corrupted history files. A scratched case noted during visual inspection. No external error alarms noted during testing.